Event description:
Customer reported several no delivery alarms that was resolved by changing the infusion set. Customer also inquired about the differences between sensor glucose and blood glucose readings. Customer stated his sensor glucose and blood glucose readings were off. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.